Manufacturer narrative:
H3: the emitter (product ID: emitter 9733752 axiem 3 tabletop, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that the connection cabling/hardware was damaged. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d16, b21, c21 are no longer applicable to the event. Codes d14, b01, c19 apply to the system (product ID: main cart 9735669 stealth s8 em ent, serial/lot: (B)(6)). Codes d02, b01, c13 apply to the emitter (product ID: emitter 9733752 axiem 3 tabletop, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the systems cable to the emitter got ran over and had exposed wiring. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9733752r (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.